Manufacturer narrative:
Product event summary: performance data was collected from the device and was analyzed. The primary analysis finding noted sensing function oversensing myopotentials (extra-cardiac muscle sensing). Possible myopotentials causing oversensing. This is a diagnostic device and would not be the cause of the patient's symptoms. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt symptomatic with light headedness and almost passed out. The implantable cardiac monitor (icm) device showed oversensing of noise. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardiac monitor (icm) device showed oversensing of noise. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.